Event description:
It was reported a device was placed approx. 9 months ago and was accessed several times successfully, the latest date being 11/15/96. On 11/22/96 the port could not be accessed. Contrast injection revealed leaking around the elbow. Further examination revealed the catheter had torn approx. 2 inches from the connection site and migrated to the right atrium. Retrieval of the catheter utilizing a snare was uneventful. Another port was placed without incident. The pt's condition is good. The device was not returned for eval, therefore, no failure analysis will be performed. Follow-up indicated this port was in place for approx. 9 months and was accessed several times without incident. Since this device was in place for over 9 months and no difficulty accessing the device was encountered prior to this incident co believes initial placement, user technique during access and pt anatomy may have contributed to this event and do not attribute it to the device. However, without evaluating the device co cannot determine the exact cause for this event." The directions for use for this product state: "always access the system with the needle perpendicular to the implanted port. Insert the needle tip fully through the septum until the needle makes contact with the needle stop."